Event description:
It was reported that a minicap "fell off" the transfer set . This occurred prior to peritoneal dialysis therapy. There was no visible damage on the cap. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.